Event description:
It was reported that the right ventricular (rv) lead fractured, had no capture at high outputs and had unstable thresholds. In addition, the lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.